Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported there was an out of box failure and the recharger hadn¿t worked ¿since day one.¿ the recharger screen flashed and showed the consumer had eight coupling bars, and appeared to be charging the implantable neurostimulator (ins), but even after two to three hours it hadn¿t charged the ins. Additional information received from the rep. Reported they say the consumer on (B)(6) and it appeared the recharger was malfunctioning as it had eight coupling boxes, but wasn¿t recharging. The rep. Called and another recharger was being sent. It was noted the implantable neurostimulator (ins) appeared to be depleted but not overdischarged. The consumer was going to call the rep. If they had issue with recharging after receiving the new recharger. Additional information received from the consumer reported they received a new recharger, but the same issue was still happening where the implant wouldn¿t charge after four to five hours of charging with eight coupling boxes. It was recommended for the consumer to keep charging for a bit longer and keep an eye on coupling to see if the implant life would increase. No patient symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.